Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised that the device is scheduled for fco. The rse advised the customer to have pm board replaced, if still having issues, then replace the mc board next. Customer is requesting part number for replacement mc board. The rse provided parts ID for the mc pcba board. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting an error code 111d motor controller failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.